Event description:
It was reported that during a pulsed field ablation procedure, the catheter tip was tied in a knot. The slide control knob was used to attempt to fix the knot without resolution. The catheter was removed from the patient and it was observed that the "cover of the proximal side of the ring and the axis of the catheter were removed," and "the conductor was exposed." The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012400111 was returned and analyzed. Visual inspection was performed and the catheter was received without guide wire threaded through. The guidewire lumen was received extended, and with a damaged array loop assembly. The shape of the catheter array was inverted, not knotted, and the guide wire lumen tip was outside the array. The nitinol array wire was pulled out(dislodged) from the proximal bond of the dual lumen and electrodes wires exposed. The pebax tube of nitinol array was torn at proximal bond of the dual lumen. X-ray imaging confirmed the integrity of the nitinol array wire properly attached at the distal tip. The electrode wires were intact without breakage or detachment from the electrodes. X-ray imaging showed the nitinol array was dislodged from the dual lumen. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed the catheter programmed for clinical use with the lot and serial numbers matching those indicated on the cover. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using the generator. No other catheter identification tests could be performed due to the returned condition of the catheter. Continuity test was performed with multimeter and the returned catheter and the measured impedance was normal for all electrodes. The test confirmed electrode wires were intact with no detachment or breakage. In conclusion, the knotted array issue was not confirmed through testing but the loop catheter failed the returned product inspection due to an inverted array, exposed electrode wires, nitinol array wire dislodged from dual lumen, array arm exposed, and proximal arm pebax tub torn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later noted that the junction between the root of the ring catheter and the tip of the catheter shaft was torn off, and the copper wire was exposed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.